Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that pyxis failed to complete the restart process. A technical support specialist (tss) found that the station bluetooth adapter caused the reboot failure. The bluetooth adapter was disabled, and the device was confirmed to be functioning successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to complete the restart process when it encountered an issue. The nurse stated that it flashed the screen that said the machine will be restarting and then froze at that point. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.